Manufacturer narrative:
The reported events of dislodgement during implant post tether mode and stretched (helix) were confirmed. Final analysis noted outer helix was stretched and the inner helix was within specification. The helix elongation is consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During implant, the lp was observed to dislodge. Fluoroscopy revealed the helix of the lp was stretched. The procedure was completed using an alternate lp on (B)(6) 2026. Following the procedure, the patient experienced low blood pressure and chest pain. It was later identified that the patient had sustained perforation resulting in pericardial effusion, alleged to be caused by the dislodgement of the first lp. An additional procedure was performed to repair the puncture site. The patient was stable.